Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 26-dec-2024. H6. Investigation codes: updated. Investigation summary: customer¿s reported problem, cassette sensor defective, was verified. The cause is the contaminated downstream occlusion sensor. Replaced the downstream sensor assembly to correct the issue. Device passed all functional and delivery tests performed repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.